Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, no faults were found. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. DHR review not required for this complaint because the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when completing the heating and cooling challenge the arctic sun device kept alerting that the internal flow rate was low, the temperature rose only a few degrees when heating. Per review of wo on (B)(6), 2023, the device not in use on a patient, discovered the issue when completing routine maintenance. The date of event occurred was (B)(6), 2023. Per follow up information received via email on (B)(6), 2023, the device heated only a few degrees very slowly, they were assuming this was due to the flow rate issue. The device just showed priming or conditioning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when completing the heating and cooling challenge the arctic sun device kept alerting that the internal flow rate was low, the temperature rose only a few degrees when heating. Per review of wo on 01apr2023, the device not in use on a patient, discovered the issue when completing routine maintenance. The date of event occurred was (B)(6) 2023. Per follow up information received via email on 03apr2023, the device heated only a few degrees very slowly, they were assuming this was due to the flow rate issue. The device just showed priming or conditioning.